Event description:
Boston scientific received information that this right ventricular lead and implantable cardioverter defibrillator (ICD) displayed high, out of range shock impedance measurements. A request for additional information from the local field representative has been made. At this time, no additional information has been provided. There were no adverse patient effects. The system remains in service.

Event description:
Subsequent information from the local field representative indicated that the patient was brought into the clinic for follow up. The lead impedance was sampled multiple times and the impedance values were always in range. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--